Manufacturer narrative:
(B)(4). The antibiotic course was completed. The patient was recovered from the peritonitis event (previously, the outcome was reported as recovering), was doing well, and the peritoneal effluent fluid was clear. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin injection (1 gram once in four days, route and duration not reported) and fortum injection (1 gram once a day, route and duration not reported) for the peritonitis. It was not reported if dianeal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.